Manufacturer narrative:
The reported event of ipg eri was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared (eri). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion at the time of explant. The device had not declared end of life (eol) at the time of explant. Per the product analysis, this event is no longer reportable.

Event description:
It was reported that the patient's ipg was nearing end of life. It is unknown if this occurred prematurely. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.